Event description:
It was reported that a faradrive steerable sheath clear exhibited air ingress. After a difficult transseptal, the physician noted air ingress upon aspiration of the sheath. The physician checked all connections and reinserted the farawave catheter, however, air bubbles were still visualized in the sheath with the catheter across the sheath valve. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath is not expected to return for analysis as it was retained by the customer.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.